Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the promus stent was implanted to treat restenosis of a bare metal stent (bms) in 2008, the left anterior descending (lad). The pt returned to the cath lab three months later, and in-stent restenosis was found throughout the stent. The promus stent subsequently restenosed and angioplasty was performed on the same day. The pt was fine after the procedure, there were no pt effects. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Restenosis, as listed in the promus instructions for use, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the hospitalization is a secondary effect of the stenosis. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.